Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013; after successful surgery on (B)(6) 2013 after removal of pfna blade from patient and after the pfna blade had been detached from the cannulated wrench it was noticed that the tip of the wrench had a piece chipped away. It was reported that was taken x-rays of patient¿s hip to ensure piece had not broken off in patient. It was found no evidence of foreign body in patient around pfna blade site. It was reported the possibility that the wrench was damage before the case. The surgeon had no difficulty attaching the wrench to the blade for removal during the procedure. The procedure was elongated by about 10 minutes. The patient had fully healed from his/ her surgery that addressed a fracture. It was further reported that the unknown nail was removed on unknown date because caused pain. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received and no lot number was provided. (B)(4). Placeholder.